Event description:
During an atrial fibrillation (a-fib) ablation case, the farawave catheter did not function normally during prepping. Unable to flex into basket & flower position. New catheter opened and faulty catheter was removed from sterile table and returned to company representative present during the case. Incident did not reach patient.